Event description:
Allegedly, patient suffered the following due to implant: severe and constant pain and suffering, swelling, lack of mobility, damage to surrounding tissue and bone caused by infection, inflammation, metallosis, pseudotumours, bone erosion and/or the need for additional surgery to repair, remove and/or replace the implant and to remediate damage caused by the implant and the complications thereof, mental anguish, disability and loss of normal life. (Left)

Manufacturer narrative:
Investigation is not complete; this report will be updated upon investigation completion. Trends will be evaluated. This is the same event as 3010536692-2014-01422, -01423, -01424.